Event description:
Allegedly, the patient was revised due to the following mom complications: chronic pain and loosening of the acetabular component. (Right)

Manufacturer narrative:
After the initial report, it was determined that loosening should be added to the incident mode.